Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed a residue under and on an inductor, designator l1 from the analog pcb assembly. This caused a current draw from the battery, which depleted the battery to .1756 volts. The source of the residue observed on l1 was unknown. The customer received a replacement device.

Event description:
The customer initially reported that their device had its service wrench and battery icon illuminated. After an evaluation by physio-control, it was observed that the device would no longer power on. There was no patient use associated with the reported failure.